Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history and the instructions for use (IFU) was conducted during the investigation. The product was not returned to assist in the investigation. The device is unknown, but it was reported that a polysulfone vital port was involved in this complaint in which the catheter detached from the port. According to the complaint report, the device was implanted for less than a week before the detachment occurred. There is no evidence to suggest the product was not manufactured to specification. Because the device was not returned, no images were provided, the lot number was not given, and the device's model number is unknown, a full investigation could not be performed. The root cause of this complaint is unknown. Based on the short duration of the implantation, the customer is encouraged to review the IFU to ensure the catheter is properly connected. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
During a vital port placement on patient on (B)(6) 2015, the device was implanted in the axillary region by percutaneous approach. On (B)(6) 2015: it was confirmed that the catheter was detached from the port and had migrated to the area of the heart. The migrated catheter was retrieved with a snare device and another device was implanted instead. The patient had a favorable outcome. No additional information has been provided.

Manufacturer narrative:
(B)(4)

Event description:
During a vital port placement on patient on (B)(6) 2015, the device was implanted in the axillary region by percutaneous approach. On (B)(6) 2015: it was confirmed that the catheter was detached from the port and had migrated to the area of the heart. The migrated catheter was retrieved with a snare device and another device was implanted instead. The patient had a favorable outcome. No additional information has been provided.